Manufacturer narrative:
Concomitant medical products: product ID 3093, product type: lead. Product ID 3889-28, lot# va0d0dz, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the ins found no significant anomalies. Ins failed an initial test and shortly after the automated test console failed self-test; the ins was retested and passed. Additional insignificant findings included lost serial number and por message, discolored radiopaque label, and foreign material in the connector port.

Event description:
The healthcare provider (hcp) reported that the implantable neurostimulator (ins) was removed due to a sudden change in therapy. The re were no patient injuries and the patient recovered without sequela. Cause and troubleshooting remain unknown. Follow-up is being conducted to obtain additional information.